Manufacturer narrative:
The actual device and a photograph of the sample were provided for evaluation. The minicap was returned attached to the female connector of a transfer set. Visual inspection was performed and a crack was observed in the minicap. A leak from the crack in the minicap was detected. The photograph was visually inspected and a cap opening was found cracked. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a crack was identified on the minicap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.